Event description:
According to the reporter, the patient underwent a hernia procedure. The device's issue was unknown. The hospital suspect this could be an infection issue. The patient status was unknown.